Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Evaluation of the returned partial bur found unusual markings along the shank of the bur near the fracture site. These markings were consistent with markings made by plyers, this suggests that there was an attempt to potentially remove the bur using a plyer type tool which may have resulted in the fracture observed on the returned part.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.